Event description:
I started gaining a lot of weight around the 9th month after placement of the essure. I also experienced my first anxiety attack (requiring anti-anxiety medication since) shortly after having the essure placed. I've had chronic skin issues (redness and hive like raised bumps and random areas of rashes). Chronic fatigue for the past 7 years. Terrible pelvic pain. Painful periods. And new bladder incontinence for the last year. (B)(4).